Manufacturer narrative:
No error alarms were noted. The insulin pump passed the self test and the restart error test. No number count down or count up or erased memory anomaly occurred when the battery was changed. The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported when he changes the battery on his insulin pump, it does a count down and it clears the time. He has to reset everything. Customer's blood glucose is 101 mg/dl. The alarm history showed multiple alarms. A temporary basal was not programmed before the alarm. The alarm occurred shortly after a battery change. Customer was advised the device experienced an unexpected restart. Customer stated he exercises a lot. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.